Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication or allegation of a product malfunction contributing to the patient's death.

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2017 while wearing the lifevest. The patient was sitting in his bed at the time of the event in the hospital and staff performed CPR on the patient for 45 minutes without success. The patient reportedly died of a heart attack. A review of the downloaded data indicates that the patient was treated five times on (B)(6) 2017 prior to the patient's passing. The patient was appropriately treated two times in a rhythm of ventricular fibrillation (vf) with post shock rhythms of bradycardia at 25 beats per minute (bpm) and a paced rhythm at 80 bpm. The patient then received three inappropriate treatments while in a recorded rhythm of CPR artifact with post-shock rhythms of CPR artifact. CPR artifact contributed to the false detection. The response buttons were not pressed during the event. Following the treatments, the patient was in a rhythm of v-pacing with atrial fibrillation at 135 bpm. The patient subsequently passed away on (B)(6) 2017. There is no allegation of a malfunction contributing to the patient's passing.